Event description:
It was reported that magnesium 1g (8.1meq)/d5w 100ml programmed to infuse at a rate of 100ml/hour infused too fast. The IV bag was found empty with the device stating that there was 43ml remaining out of the 70ml vtbi. The customer later stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. There were no signs of fluid ingress anywhere on the returned device. The mechanism assembly was disassembled and was found to be assembled correctly and in good working condition the pcu event log and pump module event log do not contain any entries for the reported event date/time due to being overwritten from continued use. Functional testing performed found the pump module to be delivering fluid within specification. The disposable sets were not returned for investigation. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the reported overinfusion could not be definitively determined.

Manufacturer narrative:
The devices have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided.

Event description:
It was reported that magnesium 70ml infused too fast. The IV bag was found empty with the device stating that there was 43ml remaining out of the 70ml vtbi.